Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained.

Event description:
Related manufacturer reference number: 3006705815-2020-02597. It was reported that during a trial procedure on (B)(6) 2020, the patient had a wet tap, and fluid leakage was noticed at the needle. As a result, the trial was abandoned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.